Manufacturer narrative:
Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. Unable to perform unexpected restart test due to constant motor error alarm. All operating currents are within the specification, no unexpected low battery, or off no power alarm noted. No cosmetic damage noted.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during fixed prime. The customer was able to complete the rewind sequence. Customer's blood glucose level was 179 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.